Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with power error detected alarm. The blood glucose was 200 to 300 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Customer was having recurring issues with low battery every 6-12 hours when she was traveling and now since saturday it is every 12 hours. Troubleshooting steps were guided for power error detected alarm and low battery alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Notification light did not immediately stop flashing. Customer also had insulin flow blocked, due to reservoir getting low. The insulin pump will not be returned for analysis.